Event description:
It was reported that the patient presented for a right atrial (ra) lead implant. During the procedure, the pacing system analyzer showed ra lead noise as well as a failure to capture. The lead was not used, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.